Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was returned for analysis.